Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the key and dongle were broken off and there was a damaged key-switch and cabling. The medtronic representative replaced the key, dongle, and rear panel harness assembly. A successful system checkout was performed which verified that the issue had been resolved. The rear panel harness assembly and the dongle were sent back to the manufacturer for further analysis. The key was never received by the manufacturer for further analysis. During part analysis there was a confirmed physical damage failure with the rear panel harness.

Event description:
A site representative reported that the key on the image acquisition system (ias) panel broke off in the slot. This was noticed outside of surgery, no patient was present.

Manufacturer narrative:
The analysis on the suspect dongle was completed by medtronic personnel. Visual inspection found that a mounting screw on the dongle was bent.